Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was discarded by the customer and the valve remains in the patient therefore an analysis could not be performed. No procedural images were provided for review. The reported event indicates that the valve was recaptured once due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. It was noted that the patient had aortic calcification and tortuous anatomy. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. On the second deployment attempt, the valve was fully deployed. As the dcs was being withdrawn, a crown of the valve caught on the dcs, causing the valve to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Potential factors for the valve dislodging include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion in this case the valve dislodgement was caused when the dcs was withdrawn and caught on the valve. Given the information, the ultimate root cause of the dislodgement event cannot be confirmed. H6-updated eval result and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 03-dec-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being withdrawn, a crown of the valve caught on the dcs, causing the valve to dislodge. A second valve was subsequently implanted. It was noted that the patient had aortic calcification and tortuous anatomy. No additional adverse patient effects were reported.